Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the recharger was not connecting to the ins. Patient said they have had this problem on and off for the last 4 months. The patient hasn't had any weight gain or weight loss. Patient said when they charge the patient feels a sharp pain and like needles, caller said they were putting the recharger on the skin. Reviewed recharger should not be directly on the skin. Patient said they had nothing but trouble when using the belt. Reviewed repositioning the recharger and they were able to start a charging session. The patient said they think they had the recharger in the wrong spot. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included caller said the patient has an enlarged prostate and is using catheters right now. The patient's stated their bladder is not functioning. The patient stated they had 2 liters of urine removed from their bladder. No further complications were reported at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called back to report that the patient had continued to have issues charging the implant. The caller repeated information regarding the stabbing pain the patient felt when the recharger connects to the implant. The caller added that the patient had been getting the 1707 error code in the recharger app, which they first noticed months ago. The caller stated that the 1707 error code appears repeatedly when the patient tried to charge the implant. The caller mentioned that the patient was at an hcp appointment about 2 weeks ago and a manufacturing representative (rep). The caller stated that the rep had no issues charging the patient's implant, and the caller confirmed the rep was using the patient's recharger. The caller said the patient was in a seated position when the rep was charging the implant. The caller mentioned that the rep told them the implant was "a little deep." Again, the caller said the rep had no issues getting the recharger to maintain a connection with the implant while in the office, but the patient always had difficulties charging at home. Agent asked if there were metal surfaces or other sources of emi where the patient was charging at home, and the caller mentioned that the patient normally charged the I mplant while they were on their sleep number bed (which had a lot of metal in it). During the call, the patient moved to their living room where there were no metal surfaces nearby, but the recharger continued to have issues maintaining a connection with the implant and they got the 1707 error code multiple times as well as a 4100 error code. The recharger did connect to the implant multiple times throughout the call and the caller could see that the recharger had an excellent connection with the implant, but the connection only lasted for a few seconds. As a result, the patient's implant was only 10% charged and the therapy was off. The patient was in a seated position during the call and they were bending forward, but that did not help. Although the caller said they could feel the edges of the implant, they mentioned that the incision scar was very faded so it was difficult to know if they had the recharger in the proper position. The patient thought perhaps they fell on the implant at some point, but the caller didn't think so. The caller mentioned that the patient has a vagal nerve stimulator in their chest because the patient had seizures and short-term memory loss. Agent reviewed that it would be unlikely that the vagal nerve stimulator would be causing interference with the recharger, especially since the rep never has any issues using the recharger in the office. The caller stated that the patient's hcp has discussed the option of replacing the implant with a non-rechargeable one, which they would discuss further at their next appointment in august. The caller said they will call the rep to see if they can be at that appointment. Caller was advised to have patient follow up with hcp to further address issue.